Event description:
Account stated that this bed has no head up function. No injury reported.

Manufacturer narrative:
Account tried the head up calibration but the problem returned. Account found that the head up valve was stuck closed. Account replaced the head up valve to repair this bed.